Manufacturer narrative:
The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the capture washer against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) generator replacement procedure for normal battery depletion, a set screw got stuck and would not move. Multiple wrenches were used and were damaged in the attempts to remove the set screw. The silicone seal was removed from the s-ICD and saline injected into the header. Finally, the set screw appeared to be released and the electrode came out of the port without issue. A new s-ICD was successfully implanted. No adverse patient effects were reported.